Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain (abdominal pain)'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in a 36-year-old female patient who had essure (batch no. 686081) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hot flashes, night sweats and blood pressure. Concomitant products included alprazolam (xanax), ibuprofen, naproxen sodium (aleve), sertraline hydrochloride (zoloft) and vitamins nos (multivitaminum). On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines/ headaches") and vulvovaginal pain ("vaginal pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy ¿ ovaries remain). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, genital haemorrhage and dysmenorrhoea had resolved, the vaginal haemorrhage, menorrhagia, dyspareunia, migraine, vulvovaginal pain and hormone level abnormal outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain (abdominal pain)'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year-old female patient who had essure (batch no. 686081) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hot flashes, night sweats and blood pressure. Concomitant products included alprazolam (xanax), ibuprofen, naproxen sodium (aleve), sertraline hydrochloride (zoloft) and vitamins nos (multivitamin). On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines/ headaches") and vulvovaginal pain ("vaginal pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy ¿ ovaries remain). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, genital haemorrhage and dysmenorrhoea had resolved, the vaginal haemorrhage, menorrhagia, dyspareunia, migraine, vulvovaginal pain and hormone level abnormal outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 2-aug-2019: reporter and patient demographics, medical history, concomitant drugs laboratory data were added. Updated suspect drug indication and added lot number. On (B)(6) 2010, she implanted essure (previously reported as (B)(6) 2011). On (B)(6) 2015, she explanted essure. Injury event was replaced with abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hormonal changes, migraines/headaches, pain (abdominal pain), vaginal pain. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.